Event description:
It was reported that during the initial implant of the patient's device, three good impedance readings were obtained during surgery. When the physician and sales representative went to see the patient post-op to attempt and turn on the device, the impedance reading was high. The patient was moving too much to allow for the device to be interrogated for long and kept pushing the wand away. The device remained off. Additional information was received that the lead was snug and no mention from the surgeon was made that there was no connection between the nerve and electrode. The pin was tight in the generators. The patient was brought back in to have device checked and after multiple interrogations, the lead impedance is within normal range. The physician does not plan to perform any x-rays at this time. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No known surgery has occurred to date in relation to this event. No additional relevant information has been received.

Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum and then later nerve fibers, which again forms a conductive path between the electrode and nerve.